Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the left anterior descending (lad) artery. The physician was attempting to implant a 3.00 x 12mm taxus express2 drug eluting stent when the shaft fractured, while advancing through guide catheter. The device was retrieved and the procedure was completed with another taxus express2 drug eluting stent. No pt complications were reported. Pt status reported as "ok".

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.